Manufacturer narrative:
The primary complaint of a broken battery latch was confirmed during visual inspection. Since the battery was received damaged, no further testing could be performed. The battery is a reusable device and was manufactured on june 9, 2014. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for battery with serial number (B)(4).

Event description:
It was reported that the battery latch on the autopulse lithium ion battery (s/n: (B)(4)) broke off. There is no known patient consequences reported.